Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had triggered the threshold suspend when the customer's blood glucose was high. Customer's blood glucose at time of call was 6 mmol/l and sensor glucose was 3.4 mmol/l. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the device for analysis.